Event description:
Registered nurse (rn) was administering insulin via pen injector. After administered, rn took autoshield duo pen needle device off of the pen to discard in sharps container, it was found that the entire needle was still stuck in the pen. The plastic part surrounding the needle came off like normal, but the needle remained in the pen and was exposed with no way to safely retract.